Event description:
Event description boston scientific crm received information that this right atrial transvenous lead (ra) was exhibiting a high, out of range pacing impedance measurement. Testing through a pacing system analyzer also exhibited high, out of range pacing impedance measurements. The ra lead was surgically capped. No visible damage was observed. Another ra lead was successfully implanted without complication. No adverse patient symptoms were reported.